Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review: there was no evidence that the device was used contrary to product labeling. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that one out of range shock values was seen. An inquiry and review was sent to technical services (ts). Ts noted that a singular out of range measurements may be the influence of electromagnetic interference (emi) or external factors not a compromised lead integrity. A follow up was suggested. Ts noted that there was evidence of myopotential noise on the shock channel which was not uncommon given the unipolar nature of the sensing vector. Ts also noted the most recent inappropriate shock and anti-tachycardia pacing (atp) for supraventricular tachycardia (svt) was uncorrelated. In addition, another anti-tachycardia pacing (atp) episode was seen in january 2025. Ts wanted to know if rate control was excluded as a possible contributing factor for recent events. No adverse patient effects were reported. The system remains implanted.

Event description:
It was reported that one out of range shock values was seen. An inquiry and review was sent to technical services (ts). Ts noted that a singular out of range measurements may be the influence of electromagnetic interference (emi) or external factors not a compromised lead integrity. A follow up was suggested. Ts noted that there was evidence of myopotential noise on the shock channel which was not uncommon given the unipolar nature of the sensing vector. Ts also noted the most recent inappropriate shock and anti-tachycardia pacing (atp) for supraventricular tachycardia (svt) was uncorrelated. In addition, another anti-tachycardia pacing (atp) episode was seen in (B)(6) 2025. Ts wanted to know if rate control was excluded as a possible contributing factor for recent events. No adverse patient effects were reported. The system remains implanted.